Event description:
It was reported to gore that a pt underwent incisional hernia repair with gore bio-a tissue reinforcement. During the procedure, the pt also had a gi fistula repaired and cut pouch ileostomy take down. Approx one week post operative, the pt experienced milky white discharge coming from the surgical wound. A second procedure was performed in which the wound was debrided and fragments of gore bio-a tissue reinforcement were removed and sent for pathological examination.

Manufacturer narrative:
A review of the mfg and sterilization records verified that the lot met all pre-release specifications and was sterilized per procedure. A portion of the product has been returned and is currently undergoing examination. All info has been made available for tracking, trending and f/u.